Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv4b11, (imp, tsv,4.1mm, sbm,11.5) for evaluation. Visual evaluation was performed, the implant was fractured at the collar. Product shows extensive damage, possibly caused during removal. Broken tip of removal tool found stuck inside. Device history record (DHR) review was completed for the subject lot number 1221642. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1221642 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: implant and dental: medical: peri-implantitis. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Summary investigation for peri-implantitis: a summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed. Peri-implantitis is a medical condition and is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported implant collar fracture at tooth #36 and was removed. He also reported peri implantitis with inflammation.